Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-106mg/dl fasting. Verified test strips expire 12/17/2016. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 146mg/dl and 150mg/dl fasting. Reviewed meter memory: 1:107mg/dl (B)(6) 2015 11:12:00 pm fasting:yes. 2:101mg/dl (B)(6) 2015 12:00:00 pm fasting:yes. 3:157mg/dl (B)(6) 2015 05:13:00 pm fasting:yes. 4:108mg/dl (B)(6) 2015 10:53:00 pm fasting:yes. 5:128mg/dl (B)(6) 2015 11:53:00 pm fasting:yes. Memory concerns:with 157mg/dl. Customer is calling comparing two different meters. She ran a blood glucose test on (B)(6) 2015 @ 5:13pm and got result 157mg/dl and with the other device she got 127mg/dl(fasting). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-106mg/dl fasting. Verified test strips expire 12/17/2016. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 146mg/dl and 150mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: with 157mg/dl. Customer is calling comparing two different meters. She ran a blood glucose test on (B)(6) 2015 @ 5:13pm and got result 157mg/dl and with the other device she got 127mg/dl(fasting). Adverse event not reported.